Event description:
Ref ni06-6900 suture removal kit, mfg date [redacted date] exp. Date [redacted date], lot # 231644. Cardinal health was opened for a case, and dark flecks were noted scattered throughout the sterile packaging and in the sealed edge after opening. The suture kit was not exposed into the sterile field and were immediately removed from room.